Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent transcatheter aortic valve replacement (tavr) procedure. Patient status post procedure would be reported at later time.

Manufacturer narrative:
B5 narrative information: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient had mild valve insufficiency/regurgitation exist prior to left ventricular assist device (lvad) implant. They were doing well and discharged home.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.